Event description:
It was reported the patient is unable to communicate with her scs ipg using her charging system after not charging her scs ipg for approximately 2 months to a year due to dealing with health issues unrelated to her scs system. It was also reported the patient experienced a sharp pain at her scs ipg pocket site after reaching or bending over. Follow-up identified surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Recall number: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.